Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure, e216 scope communication error, was confirmed. However, the whiteout issue was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e315 incompatible scope error code. Based on the results of the investigation, a probable root cause for the whiteout issue could not be identified. The e216 and e315 error codes were caused by corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced a whiteout and a scope communication error code. The issue was identified during maintenance. There were no reports of patient involvement.